Event description:
Customer reported the passport 2 monitor displayed a blank screen, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included reprogrammed, reseating the socket chips on the nellcor interface board and cpu upgrade.